Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a "system failure" message that was unable to be cleared after numerous attempts of turning the platform on and off. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform displaying a system error was confirmed. Review of the archive data showed that a system error 132 (internal watchdog timeout) had occurred during the last reported session in the field on (B)(6) 2013. No functional testing could be performed due to the system error. Inspection of the platform confirmed that the cause was a failed processor pca board. Following service, including replacement of the failed processor pca board, the device passed all testing criteria.